Manufacturer narrative:
The device involved in the reported event was discarded and it is not available for evaluation. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a user facility in the (B)(6) stated that the backup cutter was aspirating but not cutting. The surgeon switched to a 25 ga cutter which worked without any issues. There was no report of injury or consequences to the patient.